Event description:
It was reported that the absolute pro would only partially deploy in a tight stenosis in the left superficial femoral artery lesion. The physician ended up pulling the delivery system out, breaking off deployed portion (approx 1/3 of the stent) in the lesion. Two attempts were made to implant another stent (a 6 x18 mm rx herculink elite and a 6 x 38 mm otw ominlink) at the lesion site; however, both devices were unable to cross. A 6 x 40 mm fox balloon was used to post-dilate the lesion and the remaining portion of the absolute pro stent implant to complete the procedure with a good patient outcome. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that may contribute to difficulty deploying the stent include, but are not limited to, manufacturing; pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, the absolute pro was not returned for evaluation which may have aided in determining a potential cause for the deployment difficulty. However, it may be possible the shaft kinked due to anatomical conditions which may cause difficulties deploying the stent. The reported stent separation appears to be related to pulling the delivery system out after the stent partially deployed and apposed to the vessel wall. Because it was reported that the absolute pro was being used to treat the left superficial femoral artery, it should be noted that the product instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported complaint. The lot history record review and similar incident query for this product was not performed because the product was not returned for analysis and the lot number was not reported. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.